Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported problem was confirmed and replicated. The unit was tested on an in-house system and triggered errors 319 and 1126. The unit was also tested on the patient side cart fixture test platform (pftp) and failed fiber test on axes controller spar (acs) down / axes controller carriage (acc) up (rolling loop). A gold rolling loop fiber cable was installed and the unit passed. The original was returned and the unit failed. Upon further investigation, there was no fluid intrusion or physical damage. The system logs also showed errors 1126, 32097, 25730, 31226, and 31199. The probable root cause is attributed to communication errors from the rolling loop fiber cable located within the usm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm2) due to error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm2 for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, an operating room (or) staff contacted technical support to report they was encountering a repeated 319 error on the universal surgical manipulator (usm) arm 2. The staff had power cycled the system with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained the staff would need to move the usm 2 out of the way and then disabled the usm and proceed with the usms 1, 3 and 4. The procedure was complete as planned with no report of patient injury.